Event description:
A report was received that the patient underwent an ipg replacement due to a suspected malfunction caused by the use of rf ablation in a prior procedure unrelated to the device. The patient is reportedly doing well.

Event description:
A report was received that the patient underwent an ipg replacement due to a suspected malfunction caused by the use of rf ablation in a prior procedure unrelated to the device. The patient is reportedly doing well.

Manufacturer narrative:
The returned ipg passed all performance, electrical, visual, and photographic imaging tests performed. The complaint of suspected malfunction due to the rf procedure has been confirmed. The device exhibited symptoms such as excessive sleep current, premature battery depletion, and low impedance between vh to ground, which are the characteristics of analog ic damage due to high voltage transients. Exposing aic to high electromagnetic or voltage transient environment such as a defibrillator, cardioversion, MRI, rf ablation can cause this type of failure.